Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s current blood glucose level was 461 mg/dl and 195 mg/dl at the time of incident. Customer was treated with insulin pump. Customer was using auto mode. Customer had feeling tired. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose. Customer performed displacement test and displacement verification test and the tests passed. The insulin pump will not be returned for analysis.